Event description:
A nursing home patient experienced a lack of effect. The deep brain stimulator was confirmed to be off using the patient programmer. It was turned back on. It was unclear to the care provider if the off episode was due to an interaction with the magnetic bed alarm, if the stimulator hadn't been turned on after last hcp visit. A different bed alarm was to be employed. The patient status was good. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).